Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high crep2 creatinine plus ver. 2 result for one patient sample. The results were 56.0 umol/l, 282.8 umol/l, 59.8 umol/l, and then 57.9 umol/l. No erroneous result was reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. Quality control results prior to and after the incident were within range. Based on the provided reaction kinetics, the high result was due to carryover. After changing the probe, a repeatability test on the patient sample was acceptable. Further investigation determined the replacement of the probe resolved the issue.